Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of dycvzz515 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (dycvzz515) have been reported from same u. S. Facility.

Event description:
Bd clinical specialist, (B)(6), reported on behalf of account's IV team that the mer stand used with sr 8 ultrasound #(B)(4) is shocking the users each time that they touch the stand. Users also mention that the plug causes a spark each time it is plugged into an outlet. A power strip is not used on the roll stand. Second reported event for this power supply.